Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during warm up. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of new sensor during warm up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.